Event description:
It was reported that the patient exhibited a peri-prosthetic tibial fracture in the early post-op period. During the revision, it was determined that the fracture began at the pinhole used to attach the mini cutting guide. Further information has been requested from the surgeon.

Manufacturer narrative:
According to the surgeon, the event occurred in a heavy woman with a small tibia. Additional information has been requested from the account. A follow up report will be filed when the information is received.